Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, mild calcification and 80% stenosis. Pre-dilatation was performed with a non-abbott balloon. The 2.75 x 12 mm multi-link 8 stent was implanted, and post-dilatation was performed with a non-abbott non-compliant balloon. After the stent was implanted, a clear vessel path was observed. However, the next day, the patient felt severe chest pain and angiography revealed acute stent thrombosis. Medical intervention was performed by ballooning. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of thrombosis and angina are listed as adverse events in the multi-link 8 instructions for use. Based on the information reviewed, there is no indication of a product deficiency.